Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the instrument misfired. The surgeon applied another device without pt injury.

Manufacturer narrative:
7/30/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.